Event description:
Broken: after the stent graft was implanted, the physician attempted to remove the delivery system tip by pulling the stainless rod with the controller in the 4 position. However, the delivery system tip did not come down. The inner control tube near the delivery system tip was found to break off and was completely separated from the delivery system. The physician used a pull-through technique to prevent the delivery system tip from coming off the wire, advanced the outer sheath to the proximal side, and then removed the delivery system tip. There was no health damage to the patient. The physician requested you to investigate whether or not breakage of the inner control tube occurred in the global market, if possible, and if so, the physician would like to known the incidence. Operation type: tevar (tc#bm 211202631). Patient outcome - "there was no health damage to the patient.."

Event description:
Broken: after the stent graft was implanted, the physician attempted to remove the delivery system tip by pulling the stainless rod with the controller in the 4 position. However, the delivery system tip did not come down. The inner control tube near the delivery system tip was found to break off and was completely separated from the delivery system. The physician used a pull-through technique to prevent the delivery system tip from coming off the wire, advanced the outer sheath to the proximal side, and then removed the delivery system tip. There was no health damage to the patient. The physician requested you to investigate whether or not breakage of the inner control tube occurred in the global market, if possible, and if so, the physician would like to known the incidence. Operation type: tevar (tc#bm (B)(4). Patient outcome - "there was no health damage to the patient."